Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 700 cc and experienced bilateral rupture and implant site calcification on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 750 cc, catalog number 3507501bc, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. This report is for the right side. This report contains supplemental information for mentor psr reference number (B)(4).